Event description:
It was reported that the front case was cracked and the device would not connect to the brain. There was no patient involvement.

Manufacturer narrative:
Z-2823-2020 for dim led segment. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, left iui, rear case, left/right handle, barrel clamp, left iui seal, right iui, and latch spring. Syringe dim segment and gripper recall completed. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 10jun2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that the front case was cracked. And the device would not connect to the brain. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced front cover, left iui, rear case, left/right handle, barrel clamp, left iui seal, right iui, and latch spring. Syringe dim segment. And gripper recall completed. The failure code othe was used to track the alaris software version as received from the customer, and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed, the device had a manufacture date of 10jun2014. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the probable cause of the reported issue was, due to front case cracked of the cover front syringe. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the front case was cracked and the device would not connect to the brain. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending but after further review, this file is no longer deemed reportable.

Event description:
It was reported that the front case was cracked and the device would not connect to the brain. There was no patient involvement.

Event description:
It was reported that the front case was cracked and the device would not connect to the brain. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, & h10. Information was provided making this file reportable again. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.